Event description:
A complaint was rec'd that reported the "hundreds unit" of the display is missing/faint. The customer reported that a 117 mg/dl will be displayed as a 17 mg/dl. A request was made to return the system for eval.